Event description:
The customer alleged they received a questionable creatinine plus ver.2 (crep) result for one patient on their c111 analyzer. The patient's initial crep result was 2.6 mg/dl and it was reported outside the laboratory. The physician asked for the sample to be repeated. The repeat result was 0.6 mg/dl. The customer repeated the sample three more times and the results were 0.7 mg/dl, 0.6 mg/dl, and 0.7 mg/dl. There were no adverse events. The crep reagent lot number was 672015 and the expiration date was 07/30/2013.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined. The calibration and quality control data was within the specified range. The field service representative went on site. He cleaned the system's water tank and replaced the sample probe. A precision check was performed and within specification.